Manufacturer narrative:
On (B)(6) 2016, the patient contacted lfs (B)(6) and provided additional information. During the call, the patient stated he manages his diabetes with insulin (self-adjuster). The patient claimed that on the morning of (B)(6) 2016 he experienced ¿hypoglycemia¿ and became ¿almost unconscious¿. At the onset of his symptoms, the patient reportedly tested his blood glucose with the subject meter and a result of ¿39 mg/dl¿ was obtained. The patient claimed he received healthcare professional treatment of IV glucose in response to his symptoms. The patient was unable to be reached by phone for further information therefore, the classification of this complaint is being changed to adverse event because the patient reportedly developed signs/symptoms that meet lfs¿ criteria for a serious injury reportable adverse event while using the product. The alleged meter issue could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging meter casing issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.